Event description:
It was reported that the patient presented in hospital for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited failure to capture. Chest x-ray was performed and revealed cardiac perforation. Pericardial effusion was also noted. Pericardiocentesis was performed. The rv lead was explanted and replaced. Patient condition was stable.